Event description:
The pt was brought to o.r. (B)(6) for a removal of a left subclavian infuse-a-port. That was implanted at another facility, which is unk. The port was removed, but during post operative conversation with the pt it was revealed to the pt that the physician was unable to remove the catheter tip and that tis tip was firmly sutured in place inside the left subclavian vein. Physician produced the portion of the infuse-a-port that he explanted to show the pt what was accomplished during the procedure. During the procedure a chest x-ray was taken, but the result was not available immediately following the procedure.